Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product seemed to fail as there were overpressure alarms and solution leaked from the filter. There was unknown patient involvement.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 1526863-2026-00137 for details pertinent to this event.